Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the test strips involved with this complaint have been returned on 3/3/2014 and evaluated by product analysis (pa) on 3/14/2014 with the following finding: the test strip passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter was found to have a dirty spc pin. The product analysis could not be completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.